Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported "diagnosed with the rare cancer from these {recalled} implants", "stage 2", "pain and suffering", "trauma", "I was not made aware of the risk of getting cancer" on the left side. Bia markers not received. Additionally, patient reported "implants causing me sickness" and autoimmune/connective tissue - symptoms of on the right side, which are deemed not device related. Status of the device is currently unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6b, g1, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported for right side "changes consistent with silicone granuloma". Histopathology reports confirm that there is no malignancy on right side.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: pain, anxiety - product/procedure, granuloma: unable to observe as it is a medical event that is not related to the device. Autoimmune/connective tissue - symptoms of - ndr, varied injuries - ndr: not applicable as the event is not related to the device. Additional observations: red biological tissue observed on the surface of the shell. Red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed."

Event description:
Patient reported for right side "pain and suffering", "changes consistent with silicone granuloma", "patient was not made aware of the risk of getting cancer". Additionally, patient reported "implants causing me sickness" and autoimmune/connective tissue - symptoms of on the right side, which are deemed not device related. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6, h.6.

Event description:
Patient reported for right side "pain and suffering", "changes consistent with silicone granuloma", "patient was not made aware of the risk of getting cancer". Additionally, patient reported "implants causing me sickness" and autoimmune/connective tissue - symptoms of on the right side, which are deemed not device related. Device has been explanted.

Event description:
Patient reported "diagnosed with the rare cancer from these {recalled} implants", "stage 2", "pain and suffering", "trauma", "I was not made aware of the risk of getting cancer" on the left side. Bia markers not received. Additionally, patient reported "implants causing me sickness" and autoimmune/connective tissue - symptoms of on the right side, which are deemed not device related. Status of the device is currently unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.7, d.1, d.2, d.4, d.6a, g.1, g.2, h.4, h.6. Implanting physician: (B)(6). Address: (B)(6). Phone: (B)(6). Fax: (B)(6) e-mail: (B)(6). Implanting institution: (B)(6).